Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate pump and manual injections for insulin therapy. Customer¿s blood glucose level was 198 mg/dl.